Event description:
It was reported by customer's mother that the drive support cap is flush. The insulin pump has alarmed motor error. During troubleshooting, the displacement test passed. The insulin pump did rewind. During manual prime, the insulin pump did not alarm motor error. Self test passed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.